Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The device met baxter specifications upon arrival. The actual homechoice device was evaluated and all functional tests were performed. Visual inspection revealed no issues. The power on self-test failed due to a low battery. The battery was replaced, and a one hour therapy was successfully performed. The results of the sample analysis revealed the device was serviced according to required procedures and the device passed all tests as per baxter procedures. The device was returned to the loaner pool in good working condition. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown and it was not reported if an autopsy was performed. It was not specified if therapy was ongoing at the time of death. Additional information was requested, but the nurse declined to provide any further information regarding the event.